Event description:
The customer reported they received a "network service disconnect" error message on the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The customer reported they received a "network service disconnect" error message on the central nurse's station (cns). They checked that the ethernet cable was connected to port 0 and connected into the wall socket. The unit had already been rebooted. They also tried just waiting for the splash screen to go away and opening the application using the shortcut, multiple times, to no avail. No patient harm reported. Build up of dust and debris caused this unit to malfunction. After cleaning it, the issue was resolved. Nihon kohden continues to investigate the reported event. Details of complaint customer reported of network service disconnection on the cns. They checked that the ethernet cable was connected to port 0 and connected in the wall port. Unit has already been rebooted, as they rebooted it again before going to the closet. They also tried just waiting for the splash screen to go away and opening the application using the shortcut, multiple times, to no avail. No harm or injury on the patient has been reported. Nkts requested customer to relaunch the unit and call back if the issue persist. Customer called back to inform that the issue was resolved by turning the unit off for 20 minutes, cleaning the unit and powering it back on. On boot up, the unit proceeded to cns application without any errors. Root cause of the issue was identified to be caused due to dust built up causing the unit to malfunction. Under preventive maintenance guide it is recommended to clean the unit for dust and debris, preventing the issue to recur. Issue was identified to be caused due to user error for not cleaning the device during preventive maintenance. Issue is not suspected to be caused due to deficiency or non-conformance of the nk device. Therefore, no risk assessment is performed. Investigation results root cause of the issue was identified to be caused due to dust built up causing the unit to malfunction. Under preventive maintenance guide it is recommended to clean the unit for dst and debris, preventing the issue to recur.

Manufacturer narrative:
The customer reported they received a "network service disconnect" error message on the central nurse's station (cns). They checked that the ethernet cable was connected to port 0 and connected into the wall socket. The unit had already been rebooted. They also tried just waiting for the splash screen to go away and opening the application using the shortcut, multiple times, to no avail. No patient harm reported. Build up of dust and debris caused this unit to malfunction. After cleaning it, the issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns: model #: bsm-6000 series, sn #: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported they received a "network service disconnect" error message on the central nurse's station (cns). No patient harm was reported.